Manufacturer narrative:
There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 20036308. Medical device expiration date: 2023-03-17 . Device manufacture date: 2020-03-14. Medical device lot #: 20075445. Medical device expiration date: 2023-07-06. Device manufacture date: 2020-07-02. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that 2 gem v/nv 20d 1cv 2ss dehp free experienced foreign matter in the fluid pathway. The following information was provided by the initial reporter: material #: 2420-0007, batch/ lot #: 20036308. Material #: 2420-0007, batch/ lot #: 20075445. A few of our nurses are reporting that they were told not to use IV tubing if it is discolored. We are looking at some IV tubing that is not expired (date of 2023), but does look yellow at the drip chamber. This is the part # we have now: 2420-0007.

Event description:
It was reported that 2 gem v/nv 20d 1cv 2ss dehp free experienced foreign matter in the fluid pathway. The following information was provided by the initial reporter: material #: 2420-0007, batch/ lot #: 20036308. Material #: 2420-0007, batch/ lot #: 20075445. A few of our nurses are reporting that they were told not to use IV tubing if it is discolored. We are looking at some IV tubing that is not expired (date of 2023), but does look yellow at the drip chamber. This is the part # we have now: 2420-0007.

Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 2/17/2021. H.6. Investigation: one sample was received for quality investigation. The customer complaint of cosmetic issues was verified by visual inspection. Evaluation of the tubing indicated that the drip chamber was slightly tinted. A device history record review for model 2420-0007 lot number 20036308 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. The root cause for the tinting in the drip chamber is due to the sterilization process. The sterilization process can cause the tubing material to have a slightly discolored appearance. A complaint history check was performed and this is the 1st related complaint reported with the defect/condition of cosmetic issues with lot #20036308 regarding item #2420-0007.